Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 06-oct-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer stated since the last call she had a scheduled appointment (regular checkup) (B)(6) 2025 and she let the doctor know that her blood sugar was high and doctor sent her a prescription for different medication; customer stated her insurance hasn't authorized the medication and she will contact doctor to seek if they can prescribe something different.

Event description:
Consumer reported complaint for high blood glucose test results. Customer stated that she is concerned about 2 readings am fasting from this week: 250 mg/dl and 290 mg/dl (from 2 different undisclosed dates). The customer¿s expected blood glucose test result ranges are 125-160 mg/dl am fasting and below 200 mg/dl pm fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/19/2026 and open vial date is a month ago. The meter memory was not reviewed for previous test result history.